Manufacturer narrative:
Preliminary analysis revealed that the device operated as programmed and as specified.

Event description:
Reportedly, during the pacemaker implantation procedure, the physician attempted to program the pacing polarity in bipolar while the pacemaker was under the skin, without success. A message appeared showing that the leads were unipolar instead of bipolar. After the implantation procedure, a sensing test in ddi mode at 30 min-1 was launched. After the sensing test was terminated, the pacemaker continued to pace in ddi mode at 30 min-1 although it was programmed in ddd mode at 60 min-1. Pacing at 60 min-1 was then observed when reprogramming the pacemaker in vvi mode at 60 min-1.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the pacemaker implantation procedure, the physician attempted to program the pacing polarity in bipolar while the pacemaker was under the skin, without success. A message appeared showing that the leads were unipolar instead of bipolar.after the implantation procedure, a sensing test in ddi mode at 30 min-1 was launched. After the sensing test was terminated, the pacemaker continued to pace in ddi mode at 30 min-1 although it was programmed in ddd mode at 60 min-1. Pacing at 60 min-1 was then observed when reprogramming the pacemaker in vvi mode at 60 min-1.

Event description:
Reportedly, during the pacemaker implantation procedure, the physician attempted to program the pacing polarity in bipolar while the pacemaker was under the skin, without success. A message appeared showing that the leads were unipolar instead of bipolar.after the implantation procedure, a sensing test in ddi mode at 30 min-1 was launched. After the sensing test was terminated, the pacemaker continued to pace in ddi mode at 30 min-1 although it was programmed in ddd mode at 60 min-1. Pacing at 60 min-1 was then observed when reprogramming the pacemaker in vvi mode at 60 min-1.

Manufacturer narrative:
Please refer to the attached analysis report.